Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the atrial lead which resulted in inappropriate automatic mode switch (ams) episodes. No intervention was performed and the lead will continue to be monitored. The patient was in stable condition.